Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent right knee arthroplasty. Subsequently patient was revised on the same day due to a left tibial implant being implanted in the right knee.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical products-articular surface fixed bearing posterior stabilized (ps) right 10 mm height catalog#:42522400710 lot#:62945295, femur cemented posterior stabilized (ps) standard right size 7 catalog#:42500606202 lot#:62893811, all-poly patella cemented 32 mm diameter catalog#:42540200032 lot#:62989355. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. The product's label contained in the DHR clearly mentions "left". Also, per the persona surgical procedure and persona IFU, the surgeon is instructed to make a final check to ensure that all components are compatible, after the implants have been chosen, before their implantation. Therefore, the root cause of the reported event is attributed to user error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.